Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When screwing in the asnis screw, the tip of the screwdriver blade is broken off. Surgical delay of 20 min. Not longer. Device is part of consignment. Replacement was available.

Manufacturer narrative:
The reported event that 3.0mm asnis micro, cannulated screwdriver, 3.0mm, ao coupling was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much torsinal force during screw insertion. The device inspection revealed the following: the tip of the returned screwdriver is completely broken off. Unfortunately no further detailed information could be obtained which would point to a possible explanation of the breakage. The close up views, done by the microscope, indicating that the surface of the breakage is homogenous which again indicate conformity to the given specification. The root cause of the failure could be found due to repeated powerful dynamically overload during use. The device was manufactured in nov. 2015. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
When screwing in the asnis screw, the tip of the screwdriver blade is broken off. Surgical delay of 20min. Not longer. Device is part of consignment. Replacement was available.